Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage (00616u260). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (00408u170) was advanced to the mitral valve. The final arm angle test failed (efaa). Troubleshooting was performed, the arm positioner was rotated five times more times, the clip failed the second efaa test. The clip was not implanted and was removed. A new cds (00616u260) was advanced and the clip was implanted. The clip detached from the posterior leaflet and remained attached to anterior leaflet (slda). Tissue damage was noted on the posterior leaflet. A second clip was implanted, stabilizing the slda clip and further reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported single leaflet device attachment/slda could not be determined. The reported tissue damage appears to have been related to the slda. However, a cause for the reported tissue damage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.